Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer's blood glucose was 11.3 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.